Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was explanted as a result of bacteremia infection. No further patient complications have been reported as a result of this event.